Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 3.18e. Pump passed displacement test. Pump received with missing battery cap contact, broken battery tube thread and cracked case battery tube noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.